Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14d06052 and h14d27017 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with vancomycin (dosage, route, frequency, and duration not reported). It was reported that the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 1 of 3 involved in this event.